Event description:
It was reported that the patient underwent a pocket revision due to the location of the ipg causing discomfort. The patient was reportedly doing well after the revision.

Manufacturer narrative:
Device remained implanted in the patient. This is a final report.